Manufacturer narrative:
(B)(4). The expedium t20 screwdriver shaft was not returned to the customer quality unit for evaluation. A review of the device history record (DHR) for the expedium t20 screwdriver shaft could not be performed as the lot number was not available. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the screwdriver shaft we are unable to confirm the reported issue or identify the root cause. As the device was not returned for evaluation. As a result, device failure cannot be confirmed. Complaint will be closed with no further action necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was placing a screw into very dense bone. He chose not to tap he hole. He used the t20 to advance the screw after concerns that he might break the viper polyaxial screw driver if he proceeded. As he advanced the screw with the expedium t20 driver, the tip sheared off in the head of the screw. The tip was not retrieved, but there was no delay in the case and the rod and set screw were placed successfully. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.